Event description:
It was reported by the facility that during a drain removal part of the drain 'broke off and a small portion remained in the patient and had to be surgically removed.'

Manufacturer narrative:
It was reported by the facility that during a drain removal part of the drain 'broke off and a small portion remained in the patient and had to be surgically removed.' No additional details are available. The sample has been returned and is pending evaluation. No additional information is available. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Manufacturer narrative:
Corrected d9-device not returned for evaluation-incorrect item placed in sample return box.. It was reported by the facility that the patient was at her routine post op visit and the drain was being removed in the surgeon's office. The surgeon attempted to remove the drain and felt a slight resistance when the drain broke and part of the drain remained inside of the patient. The drains were placed in the right and left breasts. The drain that broke was in the right breast on the distal end. The day after the drain broke the patient had to return to surgery to have the broken piece removed. No additional drains were needed. The patient is reportedly healing well. No additional details are available. The sample was discarded and was not returned to the manufacturer for evaluation. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.